Event description:
It was reported that the surgilav plus handpiece set with multi-orifice tip was being used in a procedure when it heated up. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded.